Event description:
A lifecor patient services representative (psr) contacted lifecor customer support to report that one of the battery packs she was recently shipped would not power up the monitor. She stated that the other battery pack she has does power up the monitor and there appears to be no bent connector pins within the monitor. The psr received a replacement battery pack.

Manufacturer narrative:
Device evaluation summary- device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not powering up the monitor was a blown fuse within the battery pack. The root cause of the blown fuse is not known, but was likely random component failure. The blown fuse was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.